Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. Surgical intervention was undertaken on 05 april 2023 where the system was explanted. Infection of the ipg site has resolved, but patient is being treated with a saline flush and antibiotics every 8 hours for 13 weeks via a port in their arm.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The infection of the ipg site has resolved, but patient is being treated with a saline flush and antibiotics every 8 hours for 13 weeks via a port in their arm. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.